Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred during use in the cardiac intensive care unit. After ten hours of use, the balloon burst. As a result, the iab was removed. There was no reported patient death or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in the helium pathway is confirmed. The iab bladder has full thickness abrasions which allowed blood to enter the iab. The appearance of the abraded areas is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the event occurred during use in the cardiac intensive care unit. After ten hours of use, the balloon burst. As a result, the iab was removed. There was no reported patient death or complications.